Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pain") and myalgia ("muscle pain") in an adult female patient who had essure (batch no. 846842) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no reported history of allergy to nickel. Family history included myopathy. On (B)(6) 2011, the patient had essure inserted. In 2012, 2 years after insertion of essure, the patient experienced asthenia ("loss of strength"), arthralgia ("joint pain"), tachycardia ("tachycardia associated with hypertension"), hypertension ("tachycardia associated with hypertension") and dysphagia ("difficulty swallowing"). In 2012, the patient experienced asthenia ("loss of strength"), arthralgia ("joint pain"), tachycardia ("tachycardia associated with hypertension"), hypertension ("tachycardia associated with hypertension") and dysphagia ("difficulty swallowing"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and myalgia (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown and the myalgia, asthenia, arthralgia, tachycardia, hypertension and dysphagia had not resolved. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered arthralgia, asthenia, dysphagia, hypertension, myalgia and tachycardia to be related to essure. The reporter commented: in 2016 treatment for muscle pain started. Essure may have contributed, but direct causality is difficult to ascertain in view of the patient's family history. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 12-jun-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2.920 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. There was a similar case for this batch. Most recent follow-up information incorporated above includes: on 8-jun-2017: quality safety evaluation of ptc. Company causality comment. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pain") and myalgia ("muscle pain") in a female patient who received essure (batch no. 846842). The occurrence of additional non-serious events is detailed below. Medical conditions: no reported history of allergy to nickel. Family history included muscle pain. On (B)(6) 2011, the patient started essure. Two years later, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), myalgia (seriousness criterion medically significant) and asthenia ("loss of strength"). The patient was treated with surgery (removal of inserts on (B)(6) 2017). Essure was withdrawn. At the time of the report, the pelvic pain, myalgia and asthenia outcome was unknown. The reporter provided no causality assessment for pelvic pain, myalgia and asthenia with essure. The reporter commented: in 2016 treatment for muscle pain started. Company causality comment: this medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain) and muscle pain. Muscle pain is unanticipated while pelvic pain is anticipated in the reference safety information for essure. In this case, the patient had essure inserted in 2011, two years later she started to experience pelvic and muscle pain. She had a family history of myalgia. Treatment for the muscle pain started on 2016. Essure was removed on (B)(6) 2017. The patient had no history of nickel allergy. There is no other information about her previous and concomitant medical conditions. After essure insertion, pelvic pain of varying intensity and duration may occur. In this case, considering the nature of the event, temporal relationship and lack of alternative explanation, a causal relation cannot be excluded. Considering that essure has a local action at fallopian tubes, and the patient had a positive family history of myalgia, a contributory role is unlikely and it was considered unrelated to essure. This case was regarded as incident since a device removal was required. Further information and a product technical analysis are awaited.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pain") and myalgia ("muscle pain") in an adult female patient who had essure (batch no. 846842) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no reported history of allergy to nickel. Family history included myopathy. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced asthenia ("loss of strength"), arthralgia ("joint pain"), tachycardia ("tachycardia associated with hypertension"), hypertension ("tachycardia associated with hypertension") and dysphagia ("difficulty swallowing"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and myalgia (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown and the myalgia, asthenia, arthralgia, tachycardia, hypertension and dysphagia had not resolved. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered arthralgia, asthenia, dysphagia, hypertension, myalgia and tachycardia to be related to essure. The reporter commented: in 2016 treatment for muscle pain started. Essure may have contributed, but direct causality is difficult to ascertain in view of the patient's family history. Most recent follow-up information incorporated above includes: on 17-may-2017: questionnaire - essure device removal received. New events added (joint pain, tachycardia associated with hypertension and difficulty swallowing). Company causality comment: this medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain) and muscle pain. Muscle pain is unanticipated while pelvic pain is anticipated in the reference safety information for essure. In this case, the patient had essure inserted in 2011, two years later she started to experience pelvic and muscle pain. She had a family history of myalgia. Treatment for the muscle pain started on 2016. Essure was removed on (B)(6) 2017. The patient had no history of nickel allergy. There is no other information about her previous and concomitant medical conditions. After essure insertion, pelvic pain of varying intensity and duration may occur. In this case, considering the nature of the event, temporal relationship and lack of alternative explanation, a causal relation cannot be excluded. Considering that essure has a local action at fallopian tubes, and the patient had a positive family history of myalgia, a contributory role is unlikely and it was considered unrelated to essure. This case was regarded as incident since a device removal was required. A product technical analysis are awaited.